Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of valve and crease flat. Leak test and microscopic analysis was performed which identified delamination (>75% total separation). Based on the device analysis ,the final assessment is a delamination total of the valve (cohesive failure). Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.